Manufacturer narrative:
(B)(4). Device received with an external flash crc error loop during boot up, problem isolated to the mother board. Unable to perform operating currents, self test and displacement test due to external flash crc error alarm.

Event description:
The customer reported via phone call that the insulin pump had a pump error and then pump shuts off. The customer¿s blood glucose level was 120 mg/dl. The drive support cap was normal. The customer was able to successfully clear the alarm. The customer was able to complete insulin pump rewound. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.